Event description:
While assisting the customer on an unrelated event, a beckman coulter (bec) customer technical support (cts) identified that the unicel dxi 800 access immunoassay system was intermittently failing system check which indicated that there are instrument issues. There was no information on when the issues began. The customer reviewed all patient results ran on (B)(6) 2014 and noted no issues. The clinicians did not question any results. A bec field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse replaced the substrate pump, valve assembly, and bottle selector valve to resolve the issue. (B)(4).